Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side "removal of textured implants due to concern with product," " fatigue and funny symptoms," and "small rupture." Device has been explanted.